Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-00589, 1221359-2022-00591.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay. This MFR. Report addresses false positive two (2) and is two (2) of three (3). The customer reported a false positive result with the ID now covid-19 assay. Pcr confirmation testing generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: h10 the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR reports: 1221359-2022-00589 through 1221359-2022-00591.